Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited possible failure and the right atrial (ra) lead exhibited potential undersensing. The lead and ipg remains in use. No patient complications have been reported as a result of this event.